Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a hole in the hose, and the pre-test could not be completed because there was clear fluid leaking from the end of the muffler. It was determined that the hole in hose was due to mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose or exerting extreme force on the hose during cleaning or use. It was further determined that the fluid leak was caused by user error improper cleaning. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the air hose of the motor device was leaking. During in-house engineering evaluation it was observed that there was a hole in the hose, and the pre-test could not be completed because there was clear fluid leaking from the end of the muffler. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.